Event description:
The nurse reported they were unable to get the system to prime or tune. The nurse switched out the cassette three times with no successful priming or tuning. The nurse stated 10 cases were cancelled. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and found a system message in the event log. The irrigation solenoid spacers were replaced and disposed of in the field. The system was then tested and met all product specifications. (B) (4). (B) (4). (B) (4).